Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it has been confirmed that no images are produced when the cable is moved. From this, it is likely that a partial disconnection has occurred in the cable. Therefore, it is likely that the video function did not function properly due to the partial disconnection of the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer's complaint was confirmed due to a deformed coupler. The no image was due to a faulty cable. Additionally, the following events were also identified: the adapter was loose, causing the image field of vision to shake, and the visual field of the image was shaking, was due to a defective and deformed coupler. Reporters title is not available. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for use the object of the hd autoclavable camera head was only visible when the image was shaking. There was no procedural delay. There was no report of patient harm associated with this event. Upon inspection and testing of the customer returned device, there was no image when shaking the root part of the cable. This report is being submitted for the malfunction found during evaluation.